Event description:
Healthcare professional reported the pt was injected to the "zigomatic area" and mentalis with juvederm voluma with lidocaine, the "sulcus nasolacrimalis" with juvederm volift with lidocaine. Approximately two months injection, the pt underwent a "bioreinforcement of face." Approximately 1.5 months later the pt developed a "viral respiratory infection" during which time "strong oedema appeared in the injection areas." Pt was treated with zyrtec and prednisolone.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.